Event description:
Literature report of a patient implanted with a deep brain stimulation system for epilepsy. The patient developed possible auditory hallucinations and anorexia during a six week period of continued stimulation. It was also reported the patient experienced one year of worsened seizure control during active stimulation.